Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was set to the incorrect unit of measure. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that he became aware of the unit of measure being incorrectly set in mmol/l on the evening of (B)(6) 2015. The patient reported obtaining a blood glucose reading of ¿5.1 mmol/l¿ with the subject meter. The patient informed the csr that he manages his diabetes with oral medication, diet and exercise and that he tests his blood glucose twice a day. The patient denied making any changes to his usual diabetes management regimen due to the meter being set incorrectly however reported developing ¿low blood sugar¿2 days after the alleged issue started. During the follow-up call, the patient described developing symptoms of ¿shaky hands, sweating and confusion¿. The patient reported treating himself with food and/or drink at the onset of the symptoms. The patient denied that his blood glucose was tested with any other device. During the follow-up call, the patient claimed he did not continue to use the subject meter once he had become aware of meter being set to the incorrect unit of measure and attributed the onset of the symptoms to being unable to test his blood glucose with the subject meter due to the alleged settings issue. At the time of troubleshooting, the csr noted the subject meter was being use for the first time. The csr confirmed the patient was aware the unit of measure setting was incorrect and that the unit of measure had not been changed recently in the settings. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.